Event description:
It was reported the powerseal-curved jaw sealer and divider double action had a incomplete seal cycle error that occurred during a oophorectomy therapeutic procedure. The intended procedure was completed using a similar device back up device. There were no reports of patient injury or harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. The reported event was not reproduced. The returned product meets specifications. A root cause could not be identified. Based on the results of the investigation: the device was removed from the box and examined. The jaws were open and the lock was on. There appeared to be no physical damage to the device. The device was functionally tested and passed all tests. The jaws were able to open and closed as intended, the lock function worked, the blade extended and retracted and was sharp. No further escalation is required. Based on the investigation, no nonconformances were found related to this complaint. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.